Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported issues with the insulin pump. Customer also states that she wants threshold wants to be lower. Customer states that the blood glucose reading is 37 mg/dl. Nothing further reported.